Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the up arrow and contrast buttons had an intermittent responsive and required multiple button presses to become engaged. The down arrow and ok buttons responded properly. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the text on the display was dim and discolored. The contrast was increased to the maximum with little improvement observed. Also unrelated, there was a crack in the battery compartment. The returned battery cap was able to be fully tightened until the yellow o-ring was no longer visible. There was no issue with loss of power and no evidence of moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button was slow to respond. It was also reported that the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.